Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/19/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was cut in two pieces, this could be related to the explant process. The reported issue could not be verified. Manufacturing records review: the manufacturing record evaluation could not be performed because the model and serial number of the complaint product are unknown. Labeling review: a labeling review could not be performed because the model and serial number of the complaint product are unknown. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Upon receipt of additional information it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had bilateral intraocular lenses implanted with no patient complications or injury. The patient is complaining of being extremely bothered with glare and moderately bothered with halos and difficulty reading and writing. In the right eye (od), the patient's uncorrected visual acuity (va) was 20/30 and best corrected visual acuity (bcva) was 20/20. In the left eye (os), the patient's uncorrected visual acuity (va) was 20/25 and best corrected visual acuity (bcva) was 20/15. The patient is about 2 weeks postoperative after the second eye surgery. Due to the patient's intolerance to visual symptoms, both lenses were explanted and replaced with new lenses even though the vision was excellent. It is unknown if the explant date of (B)(6)2017 was for the lens explanted from the right or left eye. During a one week postoperative visit after the lens replacements, the patient is reportedly extremely happy and states all visual symptoms are gone. The patient denies seeing any rings, glare, starbursts, or ghosting and now able to night drive and resume everyday activities. Post op, the uncorrected distance vision was 20/25 for the right eye. In the left eye, the uncorrected distance vision was 20/20. In addition, both eyes together saw 20/15. No additional information was provided. This report will capture the lens explanted on (B)(6) 2017. A separate reported will be provided for the lens explanted from the companion eye on (B)(6) 2017.